Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: laryngoscope (2000); 110:938-941 - (B)(4).

Event description:
It was reported via journal author: "title : a novel approach to laryngeal suspension after partial laryngectomy". Author : renato j. Giacchi, md; m. Abraham kuriakose, md, dds, prcs; david kaufman, md; mark d. Delacure, md, fags. Citation: laryngoscope (2000); 110:938-941. The authors presented their initial experience using seven anchors to accomplish laryngeal suspension in two patients after a standard horizontal supraglottic laryngectomy. Patient 1, a (B)(6) year old male patient with a diagnosis of t2n1m0 squamous cell carcinoma of the epiglottis in which a laryngeal suspension was performed using 2 suture anchors juxtaposed to 4 size 0 sutures. Patient 2, a (B)(6) year old male patient with a diagnosis of a t2n1m0 squamous cell carcinoma of the epiglottis in which 5 anchors alone were used to suspend the laryngeal remnant to the hyoid bone. For both patients, the suture anchor with a bullet-shaped tip at one end of the shaft and, at the other end, an eyelet that is preloaded with a 4-0 ethibond (ethicon) braided polyester suture, which is double armed with c-1 taper needles was used. One anchor in patient 2 did not appear to be seated well within the cartilage and was removed. A size 0 suture was replaced through the pilot hole of this anchor and all sutures were tied around the hyoid bone. Decannulation was performed and the patient was discharged in 2 weeks tolerating a normal diet including thin liquids. In conclusion, this novel approach is technically easier and more efficient than traditional methods and accomplishes distribution of stress forces on the thyroid cartilage remnant.